Manufacturer narrative:
(B)(4). On (B)(6) 2013, follow up information was received related to this event. On a later date, the peritonitis resurfaced. Treatment information was not reported. The patient was discharged from the hospital but later re-admitted due to an episode of cloudy effluent. At the time of this report, the patient was recovering from the peritonitis. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Therapy was ongoing. The patient experienced cloudy effluent and a fever as a result of the peritonitis. The cause of the peritonitis was not reported. The patient was treated with cefazolin (1g twice daily, ip) and gentamycin (40mg twice daily ip) for the peritonitis. The patient was scheduled to be discharged from the hospital but continued to show symptoms of the peritonitis. Treatment with cefazolin and gentamycin was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis.

Manufacturer narrative:
(B)(4). On (B)(6) 2013, follow up information was obtained related to this event. It was reported that the patient's pd catheter was removed and they were transferred to hemodialysis. On a later date, the patient was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.